Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed that the no output condition was the result of normal battery depletion. Other: implantable pulse generator - it was reported that there was no pacing output and the device was found dead. It was also noted that the patient had not received regular follow-up. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated, electrical tests performed; mechanical tests performed; visual examination - end of life - expected device operated according to specifications, output, none

Event description:
It was reported that there was no pacing output and the device was found dead. It was also noted that the patient had not received regular follow-up. The device was explanted and replaced. No patient complications have been reported, as a result of this event.